Event description:
Patient allegedly received an implant on (B)(6) 2012 via left common femoral vein due to previous pulmonary embolism and previous deep vein thrombosis (per implant operative report). Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿ivc filter is noted. The tip is seen at the left aspect of the ivc, just below the left renal vein. Prongs at the 4:30 and 7:30 positions extending 1-2 mm beyond the wall of the ivc. Prongs at the 1:30 position extends 1 mm beyond the ivc wall. On the sagittal reformatted images, there is slight bending of the prong at the 10:30 position, seen on sagittal image 76. No visible breaks in any of the struts are noted. There is extensive lumbar fusion hardware causing streak artifact in the study is somewhat limited.¿